Manufacturer narrative:
The device was received for evaluation. The homechoice pro device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed, and no issues were noted. All connections appear correct and secure. A short simulated therapy was successfully performed. The event history log review showed the programmed total uf (100 ml) may have been set too low for the most recent therapies. The log data of the seven most recent therapies showed the patient¿s average uf was approximately 2259 ml. If total uf is set to a low value, and the actual uf for the tidal therapy is much higher, the patient¿s intraperitoneal volume continues to increase with each tidal fill cycle and accumulates over time. The total uf should be added and then divided by to obtain an average daily uf. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. No device failure or malfunction was identified that could have caused or contributed to the reported event. The probable cause of the reported event was determined to be the programmed total uf being set too low. The homechoice and homechoice pro apd systems patient at-home guide warns that "a total uf volume set too low can result in a gradual buildup of uf volume during therapy. This can result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced feeling bloated, over-filled, shortness of breath and difficulty breathing during drain 5 of 5. The patient was connected to the homechoice pro device at the time of the events. The patient reported they bypassed drain 4 of 5 and when they were in dwell 5 of 5, the same symptoms occurred. The patient bypassed the dwell and went to drain 5 of 5, drained manually and had an additional drain of 4,217ml. The patient stated draining relieved the symptoms. Renal therapy services initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no medical intervention associated with this event. No additional information is available.